Event description:
Pt had abnormal lead impedance at time of of surgery for a battery change. The surgeon suspects there is something damaged with one of the leads. Surgeon plans to take patient back to surgery and do exploratory lap and then potentially replace leads. Follow-up: patient had exploratory lap and surgeon decided to replace both leads.